Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73c1900568 was manufactured on 03/22/2019 a total of (B)(4) pieces. Lot was released on 04/05/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged. The first two staples in the returned sample appear misaligned. The stapler was returned with 34 staples left in the cover block indicating that at least 1 staple was fired by the end user. Reference file anp1900075009 for investigation photos. The trigger cycle was completed by engaging the trigger using hand pressure. No staple fired. An attempt to fire staples was made by engaging the trigger again and still no staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled , and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. Reference file anp1900075009 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "staples didn't come out properly" was confirmed based upon the sample received. One sample was returned with the first two staples in the returned device misaligned. Upon functional inspection, the stapler was unable to fire any staples. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
It was reported that although the user triggered the handle, staples did not come out from the stapler. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that although the user triggered the handle, staples did not come out from the stapler. Therefore, a new unit was used instead.